Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) displayed fault code 34 (encoder failure) error message during power on was confirmed during initial functional testing and archive data review. The root cause of the error message was due to a defective processor board, likely due to a defective component. Visual inspection of the returned autopulse platform revealed a cracked front enclosure. The observed physical damage is not related to the reported complaint, and the root cause is most likely attributed to user mishandling. The front enclosure was replaced to address the issue. The archive data review showed the occurrence of multiple fault code 34 (encoder failure) on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 34 (encoder failure) error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) was replaced to remedy the fault. After parts replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed final test. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed fault code 34 (encoder failure) error message upon powering on. No patient involvement.